Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received with the lock having movement and requiring replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The mayfield base unit was received for evaluation: failure analysis - the unit received with the lock having rotational and lateral movement and a residue buildup was present. Unit needs new components added to replace worn internal parts. General maintenance and cleaning required at this time along with replacement of worn internal parts. Root cause - complaint confirmed via inspection of the unit. Unit received with the lock having movement and requiring replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) wobbles. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.